Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately six weeks after implant an incision revision was performed because the physician ¿did not like the look of the incision.¿ it was further noted there was no sign of infection. The implantable cardioverter defibrillator (ICD) pocket was opened and an absorbable envelope was added. The ICD remains in use. No further patient complications have been reported as a result of this event.